Event description:
It was reported that two days after the implant procedure, an alert occurred for the right ventricular and atrial leads because the impedance measurements were "out of range." The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.